Event description:
The hospital biomedical engineer (bme) reported the ventilator intermittently rebooted while on a patient and the error codes provided by the ventilator were: 35v supply failure, auxiliary alarm supply failed, check vent ventilator restarted, check vent backup alarm failed, patient circuit occluded, low inspiratory pressure, and oxygen not available. The customer had to remove the battery to power down the ventilator. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator and no additional patient or user harm was reported.

Manufacturer narrative:
The philips service engineer (pse) confirmed the failure. The power management board was replaced to resolve the issue. The power management board was returned for failure investigation. No anomalies were noted during visual inspection. The customer complaint cannot be verified. Returned pm board powered the test ventilator for 2 hours without incident. No fault was found.